Event description:
It was reported that the spinal cord stimulation (scs) lead progressively displayed more impedances until the lead no longer worked. As a result, the patient no longer felt stimulation, and their pain returned in the legs, feet, and back, requiring the need to walk with a cane. The patient underwent a lead replacement procedure. The device was discarded by the medical facility and will not be returned. The patient was doing well postoperatively.

Manufacturer narrative:
Block d.2b; additional applicable product code: qrb.